Event description:
The customer reported an issue with the speaker and vibrate function of their insulin pump, noting that the speaker was not audible. There was no adverse impact to the customer's blood glucose level. Customer and technical support took several actions including adjusting sound settings and confirming the need for a replacement pump. Support also provided instructions for returning the malfunctioning pump and advised the customer on using a new pump with updated software. The customer acknowledged all instructions, and a replacement pump was sent.